Manufacturer narrative:
No button error alarm was noted during testing. However, the device was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Customer was advised the sensor would be replaced and agreed to return the product for analysis.